Event description:
It was reported that the patient's in situ measurements showed all electrode channels with hi status. No reported trauma or problems with external devices. The patient was re-implanted on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and should be returned tot he manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.